Manufacturer narrative:
Argus case (B)(4).

Event description:
Elder in the family thought that the cleanser tablet was a medicine, which was placed into the mouth, chewed and consumed by mistake [accidental device ingestion] the elderly directly took it out, then wear the dentures without washing [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old patient who received denture cleanser (polident denture cleanser tablets) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with polident denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer stated that the patient was not sent to the doctor at that time, because he did not live with the patient. The consumer had returned home the next day, and the patient finally admitted to having consumed cleanser tablets after interrogation. The consumer asked the patient at the time, but the patient said that there was no discomfort, and it had been 3 to 4 days since then, which was placed into the mouth, chewed and consumed by mistake. He wondered if it would be harmful for the body. The consumer said that he had read the precautionary warning on the box of cleanser tablets, which mentioned some adverse reactions from the use of cleanser tablets, such as low blood pressure and the likes. The consumer asked, did the denture need to be rinsed, after using the cleanser tablet every day. It seemed that the elderly directly took it out, then wear the dentures without washing; this was very likely. The consumer was educated on the correct method of use, requested consumer to please guide the patient to rinse the dentures with water or brush with a soft-bristled toothbrush after taking out the dentures from the soaking solution, before wearing. Be sure to rinse them before wearing.